Event description:
It was reported that they were hospitalized due to high blood glucose on (B)(6) 2022 with blood glucose of 30.4 mmol/l the customer's current blood glucose is 7.2 mmol/l. The customer did not experience any symptoms as a result of high blood glucose. Customer has been using insulin pump system within 48 hours of reported high bg event. The customer was treated by manual injection. Troubleshooting was done for high blood glucose and under delivery. It was unknown that the customer was wearing the insulin pump during the hospitalization. Customer stated they were not able to complete care link upload. The customer report did allege possible under delivery on insulin pump. Customer stated they noticed that the blood went into the tubing and reservoir. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.